Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for non-malignant pain. It was reported the patient experienced a lot of a sticking sensation, almost as though they were stuck with a needle or a pin, and they didn¿t know whether it happened when the battery was on or off. The sensation was in the shoulder or in the left side of the back opposite side of here the battery was and had occurred for about 10 days, intermittently. The patient wanted their device checked and was advised to follow up with their health care professional.

Event description:
Additional information received from the consumer reported they met with the manufacturer¿s representative (rep) and healthcare provider (hcp) on (B)(6) because of the sticking sensation about the battery on their shoulder. During the appointment the rep. Checked it out and the hcp did an x-ray and completed a work-up with the rep. And determined it was unrelated to their implant. The consumer made an appointment with a neurologist for (B)(6) because they thought she might have had a tia, and due to these issues they were unable to write.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.